Manufacturer narrative:
(B)(4). The manufacturing DHR file based on a potential lot was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance, based on a potential lot, (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 05/2020 and is approximately 1 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Customer reported that ez-io inserted into patients leg due to IV access challenges. Patient complained of pain at site of ez-io. IV fluids stopped by nurse and advised to remove by medics. Attempts made to use luer lock syringe and remove using the twist and pull technique as per manufacturer guidance. Unsuccessful in removing. The lot number of the device recorded and the product was discarded after removal. The top was yellow. Clinical consequences: patient transferred to ward and next day when attempted to remove the top sheared off resulting the in the patient having to have a general anesthetic and removal in theatre. Clinical staff in-charge such as surgent etc? Under care of medics however, dual care with ortho for ez-io removal. The patient was discharged the next day.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that ez-io inserted into patients leg due to IV access challenges. Patient complained of pain at site of ez-io. IV fluids stopped by nurse and advised to remove by medics. Attempts made to use luer lock syringe and remove using the twist and pull technique as per manufacturer guidance. Unsuccessful in removing. The lot number of the device recorded and the product was discarded after removal. The top was yellow. Clinical consequences: patient transferred to ward and next day when attempted to remove the top sheared off resulting the in the patient having to have a general anesthetic and removal in theatre. Clinical staff in-charge such as surgent etc? - under care of medics however, dual care with ortho for ez-io removal. The patient was discharged the next day.